Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00561.

Event description:
It was reported that the screw on two vise grips broke during surgery. An alternative instrument was used to complete the surgery without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: (ethnicity), (methods, results, and conclusions) - the returned vise grip was evaluated. The pin that connects the two arms has fractured making the devices no longer functional. It is likely due to the pin weakening in past cases and ultimately fracturing at the start of this case. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the screw on two vise grips broke during surgery. An alternative instrument was used to complete the surgery without reported patient impacts. This is report two of two for this event.